Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.188 ng/ml, sample 2 = 0.106 ng/ml) from multiple patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were initially reported out of the laboratory, however corrected reports (sample 1 = < 0.012 ng/ml, sample 2 = < 0.012 ng/ml) were issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eci immunodiagnostic system. Results of precision testing demonstrated that the vitros eci immunodiagnostic system was not performing as expected at the time of the event. An ocd field engineer replaced the signal reagent subassembly to return the instrument to expected performance. There was no evidence to suggest a malfunction of the vitros trop I es reagent. In addition, the patient samples were not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The root cause of this event is most likely instrument related. Pre-analytical sample processing cannot be ruled out as an additional contributing factor.